Manufacturer narrative:
H10: the lot number for both malfunction was provided and a lot history review was performed. For two of the two reported malfunctions, the device has been returned to bd for evaluation. The investigation is inconclusive for missing component for the two returned samples. The definitive root cause could not be determined based upon available information. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808561 implantable port allegedly experienced a missing component. This information was received from various sources. The two malfunctions did not involve a patient. One patient was a 47 year-old female weighing 55 kg; the other patient's age, weight, and gender were not provided.

Manufacturer narrative:
For one of the two reported malfunctions, the device has been returned to bd for evaluation. The investigation is inconclusive for missing component. The other malfunction in which no device was returned also remains inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8808561 implantable port allegedly experienced a missing component. This information was received from various sources. The two malfunctions did not involve a patient. One patient was a 47 year-old female weighing 55 kg; the other patient's age, weight, and gender were not provided.